Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The customer returned a used transfer set, which had a cracked luer, contributing to the customer's complaint. The crack was the result of use error.